Event description:
It was reported to boston scientific corporation that a flexima nasobiliary catheter kit was used in the common bile duct during endoscopic nasobiliary drainage procedure performed on (B)(6) 2013. According to the complainant, during endoscopic nasobiliary drainage, the olympus cannula (pr-9q) was inserted into the endoscope channel and the physician inserted the jagwire through the cannula advancing it to the bile duct. When removing the jagwire from the patient's hepatic portal region, it was found that the material covering the distal tip (containing tungsten) was scraped or peeled exposing the metallic corewire tip. No detachment occurred inside the patient which was confirmed through endoscope and x-ray examination. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4) for the reported event of distal tip peeled/detached exposing corewire. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.  A search of the complaint database confirmed that no similar complaints exist for the specified batch. Visual inspection of the unit returned presented one section of the tip detached. The entire length of the wire was examined and anomalies were observed. Device presents the pebax peeled section, exposing the corewire tip, approximately at 2.3cm from the distal end a length of 3cm. Adhesive remnants was found indicating that the pebax was properly attached to the corewire and no evidence of corewire fracture was seen. The ptfe jacket did not present any anomaly. Dimensional inspection jagwire showed that all the outer diameter measurements are within the specifications. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context.

Event description:
It was reported to boston scientific corporation that a flexima nasobiliary catheter kit was used in the common bile duct during endoscopic nasobiliary drainage procedure performed on (B)(6) 2013. According to the complainant, during endoscopic nasobiliary drainage, the olympus cannula (pr-9q) was inserted into the endoscope channel and the physician inserted the jagwire through the cannula advancing it to the bile duct. When removing the jagwire from the patients' hepatic portal region, it was found that the material covering the distal tip (containing tungsten) was scraped or peeled exposing the metallic corewire tip. No detachment occurred inside the patient which was confirmed through endoscope and x-ray examination. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be good. Product analysis of jagwire used for this event has been completed.